Event description:
Texium closed male luer with female cap (ext ref# pir3107834) have an issue with leaking. Multiple lots have been reported to bd related to leaking. This leaking results in unnecessary exposure of chemotherapy to both our patients and our staff. Recently we were advised that all of the texium closed male luer with female cap manufactured in 2024 should be returned and we should only use the 2025 manufactured devices. (B)(6) had reported this issue to the manufacturer (lot #'s 11918974, 11919012, 11919027, 11919033, 11919044, 11919059, 11919068,11919079, 11919083, 11919088) since february 2024 - present. Reference reports: mw5170392, mw5170393, mw5170395, mw5170396, mw5170397, mw5170398, mw5170399, mw5170400, mw5170401.